Event description:
The account alleged the pt left head side rail was not latching. No pt impact.

Manufacturer narrative:
The technician replaced the pt left head side rail center arm to resolve the issue.